Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7087657, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7091350, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief and pain at the implantable pulse generator (ipg) site. Program optimization was attempted and was not successful. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.